Manufacturer narrative:
Product event summary: the device was returned and analyzed. Confirmed that the device could not be wirelessly interrogated. Attempted to wirelessly interrogate device while still in the sterile package and could not.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analyst commented, confirmed on quick look, wireless telemetry was not available. Power on reset (por) occurred during manufacturing on 01 january 1994 " firmware initiated a por with no reason code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, attempt to interrogate implantable cardioverter defibrillator (ICD)&#1473;s made but only contact with the ICD with the programmer head was successful. There was no wireless telemetry available. In the observations screen a warning displayed: wireless telemetry no longer available with this device. The ICD was exchanged for a different device. It was also reported that review of ICD data revealed a no reason power on reset (por) occurred during manufacturing. No patient complications have been reported as a result of this event.